Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the ipg was not holding a charge and having frequent charging. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was having charging difficulty. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient's ipg was having charging difficulty. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg was having charging difficulty. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect any device malfunction.

Event description:
A report was received that the patient's ipg was having charging difficulty. The patient will undergo an ipg revision procedure.